Event description:
It was reported that the male pt suffering from chronic renal failure had the repair kit fitted less than one month prior to this occurrence in the renal unit. It was reported that the hub had cracked after only two weeks of use. As a result, a single port was used for a few dialysis, then a replacement hub was requested. Insertion site was the right subclavian. There was no reported delay, death or complication to the pt. It was noted that the issue happened twice (different pts). Additional info received on (B)(6) 2011 from (B)(6) is as follow: "both these hubs had the coloured component cracked. On MDR #1036844-2011-00169, it is in fact both hubs and in this report, only the arterial hub is broken/cracked. This dialysis unit had in-service training regarding the connection and disconnection process from the dialysis machine as well as the cleaning materials to be used. They use hibitane in water and povidone. The user also attended the sessions in order to view how they connect the pt's to understand that they are not doing anything odd. All appeared to be according to protocol."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.